Event description:
It was reported that the caller experienced air bubbles or gaps in the infusion set tubing of their system. There was no adverse impact to the customer's blood glucose level. The issue was resolved earlier in the day when the caller changed the infusion set and tubing and resumed insulin administration.